Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement and helix extension issues. As surgical intervention was necessary to resolve the issue, this is considered a serious injury. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported product investigation confirmed fracture of inner coil near is-1 terminal end. No additional adverse patient effects were reported.